Event description:
On 12/9/20222, it was reported by a arthrex employee via email that an ar-4501 meniscal cinch ii second anchor pulled out after it was implanted. This was discovered during an anterio cruciate ligament reconstruction fo the left knee and meniscus repair procedure on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that both implants were deployed. Also, it is noted that one of the implants returned is bent. The complaint is confirmed based on the customer provided photo, which displays one of the implants pulled out. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force during tensioning and/or improper bone prep.